Event description:
It was reported that the trocar was not sharp enough, and that it was tearing the tissue instead of cutting the tissue.

Manufacturer narrative:
The device has not yet been returned to the manufacturer.